Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that approximately one week post xact stent implantation, the patient presented with stent thrombus and was hospitalized. An xact stent was placed as treatment. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The delivery system was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of thrombosis is listed in the xact instruction for use as known potential adverse effect. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.